Manufacturer narrative:
According to the customer, on (B)(6) 2022 when walking to his bedroom using the forearm crutch, "the crutch snapped" causing him to fall forward into the wall. The customer reported he was "severely bruised" and went to an orthopedic where an x-ray was taken, and the results showed "nothing broken." According to the customer the orthopedic gave him a "cortisone shot" to help with inflammation but, the pain "came back worse." According to the customer he had an MRI taken in july that showed the "rotator cuff was torn off the bone" and a surgical repair was performed. The customer reported that he is starting therapy that will last for 9 months. Sample requested to be returned. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2022 when walking to his bedroom using the forearm crutch, "the crutch snapped" causing him to fall forward into the wall.